Event description:
It was later reported that during the revision surgery on 2013-(B)(6) the healthcare provider (hcp) was first able to shoot dye through the syringe but when the catheter was connected to the pump the hcp could not push dye through. It was decided to replace the connector. Following the revision ¿they got a beautiful myelogram¿ showing a patent catheter. The paint had been complaining of lack of therapy approximately 1.5 weeks prior to the revision. It was unknown how the patient was doing following the revision. It was later reported that the patient was doing well at the time of the report.

Event description:
It was reported that they were unable to aspirate through the catheter access port (cap) post implant although were able to aspirate through the cap once the connection of the catheter and pump were complete during the implant.

Event description:
Additional information: per reporter there was no evidence, no explanation of why there is an issue. "They left every component in, did dye study, rotor study, all were fine". Patient was still not having relief, and they haven¿t figured out why.

Event description:
Additional information: prior to the doctor opening the pocket to inspect, the patient had dilaudid 10 mg/ml 1.2 mg/day. Currently the patient was at 3 mg/day, same concentration. The pocket was opened. They tried side port access and disconnected and reconnecting the catheter. Flow was finally good. No kinks or issues noted. They were able to obtain 5 cc¿s. They reclosed and the issue continued. Patient was scheduled for a revision on (B)(6) 2013. She was getting some relief but not as much as before this issue started. There has been no root cause identified.

Event description:
Per reporter twice they have checked catheters and all was fine.

Event description:
It was reported that the patient did not receive therapeutic effect since device implant. The patient was weaned off of oral pain medication approximately 1.5 months prior to the report and that they ¿got rid of quite a bit¿ of the oral medication. The caller indicated that they checked for volume discrepancy and no discrepancy was noted. The patient had been given a therapeutic bolus with no response to the bolus. The caller stated that they tried boluses before bupivacaine was added to the pump and the patient did not show a favorable response. There were no pump alarms and no issues found in the pump logs. The caller also stated that they attempted to aspirate from the catheter access port (cap) and were unable to do so. An image was taken of the catheter and the caller stated ¿it looks to me like the catheter is not attached to the side port or the catheter is separated from the head¿. Troubleshooting was performed and a manufacturer representative stated that the connection appeared to be on straight; however, this was not confirmed. The caller stated ¿my best guess is we¿ve got a problem in the pump pocket¿. A revision was planned in two weeks from the date of the report. The caller was to advise the surgeon to open the pump pocket first to address the issue. The device system was used to deliver dilaudid and bupivacaine. It was later reported that the patient was in the weaning process in preparation for the surgery. The surgery was scheduled for (B)(6) 2013. The patient had no change in pain relief with the aggressive wean program.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; (B)(4).

Manufacturer narrative:
Analysis of the 8780 catheter n361520003 revealed no significant anomaly; the catheter was returned in segments.

Manufacturer narrative:
(B)(4).